Event description:
The integra sales representative reported the following incident on behalf of the user facility: the physician was screwing the 4.3 x 36 quix screw, when the head of the screw snapped off. The rest of the screw remained in the patient because without the head, it could not be reversed out. None of the remaining screw protruded through the skin. The piece that the had snapped off is being returned for evaluation. Additional information has been requested from the integra sales representative.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.